Event description:
As reported in 2008, this pt underwent was implanted with gore excluder aaa endoprostheses. An 18 fr gore introducer sheath could not be advanced on either side of the pt. A 16 fr cook introducer sheath was advanced up the pt's right side. The trunk-ipsilateral leg component was then implanted without difficulty. The pt was converted to an unplanned aui procedure in which trunk-ipsilateral leg component was also implanted on the pt's right side. Peri-operatively, a small proximal type I endoleak was observed. The pt is being monitored. The physician felt that the endoleak would resolve when the heparin wore off. The pt is in stable condition.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Ilio-femoral access vessel size and morphology (minimal thrombus, calcium and/or tortuosity) should be compatible with vascular access techniques and accessories of the delivery profile of an 18 fr (6.8mm) or 12 fr (4.7 mm) vascular introducer sheath.